Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crtp) exhibited left ventricular (lv) loss of capture (loc). Technical services (ts) was consulted and recommended in clinic evaluation. This crtp remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crtp) exhibited left ventricular (lv) loss of capture (loc). Technical services (ts) was consulted and recommended in clinic evaluation. This crtp remains in service. No adverse patient effects were reported. Additional information was received, this crtp was reprogrammed is successfully capturing the lv when set to trend. Technical services (ts) was consulted and noted an alert for bi ventricular pacing, therefore, suggested considering turning bi ventricular trigger on. This crtp remains in service. No adverse patient effects were reported.